Event description:
Intravascular ultrasound (ivus) imaging was cutting out while trying to do an image of the coronary. Had to hold cord to continue with the imaging with the ivus. Procedure completed without complication and no apparent patient harm.